Manufacturer narrative:
(B)(4).

Event description:
It was reported that high amplitude lead noise was observed on rv lead. Further tests and lead revision was recommended. No further information was available.